Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien customer support engineer (cse) loaded the software and conducted the final testing only.